Manufacturer narrative:
(B)(4). Date of event: unknown batch # t5a941. Additional information was requested, and the following was obtained: did the issue occur after the device was fired? Yes. If yes, was there any difficulty or issue with firing the device? Please explain. Did the method of removal of the device (surgeon inserted his finger into the patient, and he removed the anvil from the patient after confirming the anvil was separated from the housing) disrupt the staple line? Sales rep reported that there were no leakage and no adverse consequences to the patient. Why was another device used to complete the case? No further information is available. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damaged on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, the indicator bar did not move when the adjusting knob was loosened to remove the device from the patient, and the surgeon could not confirm if the anvil was separated from the housing. The surgeon inserted his finger into the patient, and he removed the anvil from the patient after confirming the anvil was separated from the housing. No leakage was observed during the procedure. Another device was used to complete the case. There were no adverse consequences to the patient. It was found that the trocar moved when tightening/loosening the adjusting knob, but the indicator bar did not move when tightening/loosening the adjusting knob. No further information is available.